Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 48mm in length and extended from a position 2mm proximal of the proximal markerband to 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 22 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.